Event description:
It has been reported to philips that the system did not fully boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the unit did not boot up correctly. Upon troubleshooting, fse found that the system would boot up at 00:00. Fse replaced internal network switch due to lights not flickering correctly. Also, fse tried to rebuild frontal ipc hdd#1 but did not solve the issue. To resolve the issue, fse replaced flexvision pc. The cause of the flexvision pc and internal network switch failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the flexvision pc and internal network switch by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.